Event description:
Related manufacturer report number: 2017865-2023-22712. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited failure to capture or sense. Fluoroscopy revealed that the leads had dislodged. On (B)(6) 2023, the right ventricular lead was explanted and the atrial lead was repositioned. The patient was stable and asymptomatic.